Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.